Manufacturer narrative:
(B)(4): the implanted device remains.

Event description:
Per the clinic, the patient experienced scabbing and drainage at the abutment site. Subsequently the site was cleaned and the patient was prescribed a seven day course of oral antibiotics (date not reported). The implanted device remains.